Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed. Functional testing was performed and there was no failure detected. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. No additional patient or event information is available. The complaint device has been received. A follow-up report will be submitted upon completion.